Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing occurred with the permanent cautery spatula instrument. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a section of wire with damaged insulation and charring. The charring indicates that an arcing event occurred. No other damage was found.